Event description:
Customer reported that the paramedics were called to assist her with low blood glucose. Customer stated that the blood glucose reading was 29 mg/dl when the paramedics arrived. Troubleshooting was performed, and discovered that the insulin pump had incorrect basal rates. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.